Manufacturer narrative:
Conclusion code: the pump component chip u118 is not manufactured by csi, but failure of that component is considered a manufacturing deficiency at the OEM. Device analysis: the saline pump was received with the original power cord and saline bag weight sensor. The initial visual examination of the pump did not reveal any damage that would have contributed to the reported event. The pump was plugged in and powered on. The pump began running on low speed as intended. The primer button was pushed and the pump changed to high speed as expected. The pump motor was also activated and tested using an in-house test fixture that simulates the electrical load of an oad. The high speed switch to the test fixture was turned on and off, but the pump would not increase to high speed. An in-house oad was connected to the pump and the pump was re-tested. The oad was activated with the power switch, but the pump would not increase to high speed. The housing of the saline pump was removed and the process control board (pcb) was diagnostically evaluated. The processor chip u118 was found to be non-functional. Chip u118 sends the necessary signal to the processor to allow the pump to switch back and forth from low speed to high speed. The chip was replaced and the pump was retested. When tested, the saline pump functioned as intended and switched to high speed as intended when an in-house oad and test fixture were used. The device history record for this saline pump lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the reported event was a failed component chip u118. (B)(4).

Event description:
It was reported that during an orbital atherectomy procedure, a csi saline pump was not sounding the 25 second alarm. The case was successfully completed by manually timing the runs and alerting the physician at 25 seconds. No patient complications have been reported related to this event.